Manufacturer narrative:
Device not returned for evaluation. Device history record review did not show any issues.

Event description:
Four (4) rs-17l probes showed extensive frosting up the entire shaft and handle of probes. All within one minute into the first freeze cycle. Probes cut and disposed of at the hospital.